Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. Currently the aortic neck at the renal artery is 28 mm in diameter, the aortic neck is 7 mm in length and has 40 degree angulation. The aneurysm is 3.6 cm in diameter. It was reported that a recent CT revealed that the aneurx bifurcated stent graft has migrated distally with a type I endoleak. The states cause of the migration and distal type I endoleak was patient anatomy related, disease progression with aortic neck dilatation. The physician implanted an endurant 32x32x49 aortic cuff and the migration and proximal type I endoleak are resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).